Event description:
It was reported that the leads had high impedances and the patient experienced shocking stimulation despite reprogramming. The patient underwent a lead replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-2317-70 (sn (B)(6)). The returned lead was analyzed and visual and x-ray inspection revealed that all cables were completely broken at the bent/kinked location of the lead near the set screw mark of the anchor. There were no exposed cables at the fracture location. With all the available information, boston scientific concludes that the reported event of lead damage was confirmed. The cause of the broken cables is due to mechanical stress from possible flexing of the lead at the exit point of the anchor. Sc-2317-70 (sn (B)(6)). The returned lead was analyzed and visual and x-ray inspection revealed that multiple cables were completely broken at the bent/kinked location of the lead near the set screw mark of the anchor. There were no exposed cables at the fracture location. With all the available information, boston scientific concludes that the reported event of lead damage was confirmed. The cause of the broken cables is due to mechanical stress from possible flexing of the lead at the exit point of the anchor.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2317700; model: sc-2317-70; serial: (B)(6).

Event description:
It was reported that the leads had high impedances and the patient experienced shocking stimulation despite reprogramming. The patient underwent a lead replacement procedure and was doing well postoperatively.

Event description:
It was reported that the leads had high impedances and the patient experienced shocking stimulation despite reprogramming. The patient underwent a lead replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-2317-70 (sn (B)(6)).investigation results, media review, device analysis:the returned lead was analyzed and visual and x-ray inspection revealed that all cables were completely broken at the bent/kinked location of the lead near the set screw mark of the anchor. There were no exposed cables at the fracture location. With all the available information, boston scientific concludes that the reported event of lead damage was confirmed. The cause of the broken cables is due to mechanical stress from possible flexing of the lead at the exit point of the anchor.device history record:it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.labeling review:review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event.investigation conclusion:based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to component failure.sc-2317-70 (sn (B)(6))investigation results, media review, device analysis:the returned lead was analyzed and visual and x-ray inspection revealed that multiple cables were completely broken at the bent/kinked location of the lead near the set screw mark of the anchor. There were no exposed cables at the fracture location. With all the available information, boston scientific concludes that the reported event of lead damage was confirmed. The cause of the broken cables is due to mechanical stress from possible flexing of the lead at the exit point of the anchor.device history record:it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.investigation conclusion:based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to component failure.